Event description:
It was reported to nova biomedical that a consumer received high readings on her blood glucose meter and was administering insulin based on those readings, which caused her blood sugar to go low enough to require medical intervention by paramedics. The meter and test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.